Event description:
It was reported that patient underwent a total hip arthroplasty procedure on (B)(6) 2014. During the procedure, the surgeon implanted the femoral stem, but it sat proud and would not seat at the desired broach level. The surgeon did not attempt to fully seat the stem because of the patient's age and concern that the femur would fracture. The stem was removed and another stem system was used to complete the procedure. Follow up attempts to obtain additional information revealed that the patient has recently deceased. No information was given surrounding the death of the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product was returned for evaluation on march 12, 2015. Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. The root cause of the event was determined to likely be due to an external condition prohibiting the insertion of the stem and may be related to the patient¿s condition.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a total hip arthroplasty procedure on (B)(6) 2015. During the procedure, the surgeon implanted the femoral stem, but it sat proud and would not seat at the desired broach level. The surgeon did not attempt to fully seat the stem because of the patient's age and concern that the femur would fracture. Follow up attempts to obtain additional information revealed that the patient has recently deceased. No information was given surrounding the death of the patient.